Event description:
During a premature ventricular tachycardia procedure, a pericardial effusion occurred with no intervention needed. While mapping with the ablation catheter, it was shown in an unusual area on 3d mapping in the left ventricle. An ultrasound was performed which revealed an effusion. When using the "record" function of mapping, it was noted that the catheter had about 35-40g maximum which likely caused the effusion. The patient was stable with no intervention needed, but the procedure was canceled. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.